Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damage on the insulin pump. The customer¿s blood glucose level was 3.9 mmol/l. The customer stated that the lip of the reservoir tube was cracked and the whole plastic was broken and came off. The customer was advised to pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched display window and stained end cap sticker.